Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31565925l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported during cardiac ablation procedure, the patient experienced cardiac tamponade treated with drainage. During the initiation of lspv (left superior pulmonary vein) ablation, a decrease in vital signs was observed, and cardiac tamponade was noted. A pericardial drainage was performed. The procedure continued once the vital signs stabilized. The patient was stable and was admitted to the ICU (intensive care unit) for monitoring. The patient¿s condition improved while in the ICU. The physician's judgment on health hazard was non-serious (moderate/minor). No extended hospitalization was required. The physician's opinion on the relationship between the event and the product was that the event might have occurred due to the placement of the cs (coronary sinus) catheter. There were no abnormalities observed prior to or during use of the product. The ep (electrophysiology) products were used without any issues, and the procedure was completed. There were no specific errors. The ep products were functioning properly and were usable without issues. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. Transseptal puncture was performed. Two applications by pfa (pulsed field ablation) were performed at lspv (left superior pulmonary vein).